Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The balloon was returned for evaluation and the reported balloon rupture was confirmed. A pinhole was identified in the balloon material at the distal balloon marker band. It is unknown if the application of pressure to the balloon at prep could have contributed to the balloon rupture. The root cause cannot be determined. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00187.

Event description:
It was reported that the balloon ruptured in the patient during the first inflation attempt. The balloon had been pinched to prevent inflation during preparation for use. There was no reported patient injury or intervention. The patient was reported to be doing well post procedure.